Event description:
It was reported that the mobile programmer application displayed an internet access required diagnostic message when it was attempted to pair with the patient connector. It was further reported that the mobile programmer displayed an unexpected error screen upon launch and also following launch of the application if the host tablet was connected to the facility wireless fidelity (wi-fi) network. The application was reinstalled and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.